Event description:
During review of a literature article involving da vinci assisted robotic procedures titled, ¿tips and tricks for robotic pancreatoduodenectomy with superior mesenteric/portal vein resection and reconstruction¿ the following events were reported. Of 256 robotic pancreatoduodenectomies (rpd) performed between october 2008 and november 2021, there were 36 events that involved rpd with vascular resection/reconstruction (rpd-vr), where the 90-day mortality rate was mentioned as 8.3%. Two patients died from delayed extraluminal hemorrhage, and one patient expired during the procedure learning curve with no mention of cause of death. The first patient bled from the superior mesenteric artery without evidence of leak or pancreatitis. The author speculated that the hemorrhage resulted from too "deep" arterial divestment. The second patient developed a biliary leak, leading to erosion of both the hepatic artery and the superior mesenteric and portal veins. Additional information obtained from the author confirmed that no malfunctions of any davinci system, instruments or accessories occurred during either of the patient surgeries. Both of the surgeries were completed robotically, there was nothing out of the ordinary reported during the procedures, and no intra-operative complications were encountered. Specific information regarding the timelines or treatment rendered was not provided. The cause of the post-operative delayed extraluminal hemorrhage in the two patient deaths was unknown.

Manufacturer narrative:
This medwatch report (patient identifier (B)(6) is submitted for the reported patient death events. A separate medwatch with patient identifier (B)(6) is submitted for the serious injury operative complications mentioned in the same article. Based on the information gathered, there is no indication or report that a davinci product caused or contributed to the incidents. No products are expected to be returned for evaluation and the root cause of the customer reported postoperative incidents cannot be determined. A review of the events was performed by an isi medical safety officer (mso) who concluded that according to the information provided in the summary of events, there were 2 post-operative bleeding related deaths mentioned in this peer reviewed article on robotic pancreaticoduodenectomy procedures. This operation is a very complex procedure in an area which is typically very strategic and challenging to operate. While the sequence of events which led to each bleed is not described in great detail in either case, no allegation of a malfunction or instrumentation issue is noted for any intuitive surgical products or instruments. Insufficient information is provided to ascertain if any intuitive surgical products or instruments contributed to these events article citation: kauffmann ef, napoli n, ginesini m, et al. Tips and tricks for robotic pancreatoduodenectomy with superior mesenteric/portal vein resection and reconstruction. Surg endosc. 09jan2023. Available from: https://doi.org/10.1007/s00464-022-09860-0.